Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07198, related manufacturer reference number: 2938836-2020-07199. It was reported that on (B)(6) 2020, the patient presented at the hospital due to yellowish pus exuding from the incision site of the pacemaker pocket, but bacterial culture showed no bacterial infection. The physician treated the patient with debridement and antibiotics. The patient was transferred to a different hospital for treatment on (B)(6) 2020. The pacemaker system was explanted on (B)(6) 2020. On (B)(6) 2020, the patient received the second implantation of a new pacemaker system. The patient was in stable condition.